Manufacturer narrative:
Product complaint#: (B)(4). . Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was scheduled to have a revision procedure to remove a worn poly insert and implant a new poly insert. The original poly insert was removed and the surgeon trialed a size 5x10mm and stated that it felt good. He wanted to try a 5x12.5mm, so he trialed that size and stated that it was a better fit. He asked what the next size was and was told it was a 5x15mm. The surgeon said he wanted to see if he could make "more room" and try the 5x15mm poly insert. He proceeded with a cobb and mallet to try and create more space for the 5x15 poly insert. While doing this, the surgeon hit the femoral implant and it became loose. He stopped to investigate the loosening for the femoral implant. It was indeed loose on the medial side. Being that the only implants available were poly inserts, he decided to implant the new poly and close the patient. The case was extended approximately 30 minutes due to this event. He stated he was going to brace the patient's leg and transport him to skyridge medical center to have a total knee revision done on the patient. There was loosening of the femoral implant at the cement/implant interface and the cement manufacturer was unknown. Doi: unknown, dor: on (B)(6) 2023, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.